Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on december 17, 2008, in an attempt to contact the patient for follow-up questioning. The patient indicated that the reported issue began two days prior to original date at around 3 pm. During that time, the patient reportedly obtained an "inaccurate high" reading of "98mg/dl" on the subject meter. The patient reportedly did not experience any symptoms before, during or after the reported issue. The patient stated that she was in her car at the rest stop when she obtained a reading of "98mg/dl" on the subject meter. The patient then reportedly took a nap. She stated that then someone called the paramedics and she reportedly obtained a reading of "30mg/dl" on the emergency medical service (ems) meter. The patient reportedly was given "serum injections" and food and/or drink. The patient reportedly then went home. The time frame between 'the nap' and the alleged treatment by the ems is not known. The previous readings obtained on the subject meter before the reported issue is not known. It is also not known whether the patient made any changes with the diabetic medications, food or exercise prior to the reported issue. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly obtained a reading of "30mg/dl" on the ems meter and reportedly received food and/or drink, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.